Event description:
The following was initially reported "the customer wanted to implant a probe using the kit of im2s. When he tried to unscrew the "cylinder" around the bolt, it was not possible. The bolt could not be inserted without unscrewing the "cylinder". Additional info received on (B)(6) 2012, clarified the info and made this a MDR. The info was described as follows; product was not in contact with the pt, there was no pt injury or death alleged and there was no delay however, the procedure was canceled (could not be done) for lack of another available probe.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.